Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).due to privacy laws, customer information may not be available on international complaints.

Event description:
It was reported that the customer's insulin pump had a prime/fill anomaly. The customer's blood glucose value was unknown. No further information was provided.